Event description:
The customer contact reported the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. At an unspecified time, during the programming of the device for intermittent delivery of an unspecified antibiotic the device alarmed with a 11/004 service alarm code. No specific programming parameters were provided. The device was removed from clinical use. The homecare pt was sent to the emergency room to start therapy until a replacement device could be sent to the home. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.